Event description:
It was reported that during a stenting treatment procedure, difficulty was encountered removing the balloon. The target lesion was located in the diagonal artery. Following implantation of a 2.25 x 20 mm promus element plus stent, the 2.25 x 16 mm promus element plus stent delivery system (sds) was introduced through the previously placed stent. After the second stent was deployed, resistance was encountered removing the sds balloon from the stent. The balloon was removed intact without further intervention and neither stent was damaged. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited by patient anatomy, interaction with other devices or other procedural factors. (B)(4).